Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an expect aspiration needle device was used during a biopsy procedure to confirm malignancy of a suspicious lesion in the pancreas according to the complainant, after positioning the needle at the pancreas site, the physician wanted to puncture the pancreas head. The first biopsy sample was collected without any issues. However, during the second biopsy attempt, the handle was pushed up to its maximum of 8cm, but the needle did not come out to the maximum. A non-bsc device was used to complete the procedure. After the procedure was completed it was noted that the patient suffered from pancreatitis. The pancreatitis was treated with pain killers at the patient's home.

Manufacturer narrative:
Visual inspection of the device indicated no damage to the device. During the functional evaluation, it was found that the slides were binding up when actuating the device. With the slides fully extended, the exposed needle length measured less than 5cm. The handle was disassembled to examine the internal components. Upon visual inspection of the needle assembly inside the handle, it was noted that the needle was coiled and broken near the distal end of the needle subassembly support tube. This confirmed the inability to advance the needle to its maximum length as described in the event description, as the extra length of the needle was coiled inside the handle. A review of the adverse events listed in the expect endoscopic ultrasound aspiration needle dfu confirmed that complications associated with the use of the expect needle may include pancreatitis. The most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an expect aspiration needle device was used during a biopsy procedure to confirm malignancy of a suspicious lesion in the pancreas according to the complainant, after positioning the needle at the pancreas site, the physician wanted to puncture the pancreas head. The first biopsy sample was collected without any issues. However, during the second biopsy attempt, the handle was pushed up to its maximum of 8cm, but the needle did not come out to the maximum. A non-bsc device was used to complete the procedure. After the procedure was completed it was noted that the patient suffered from pancreatitis. The pancreatitis was treated with pain killers at the patient's home.